Manufacturer narrative:
Section e: dr. (B)(6).

Event description:
It was reported that a patient following transfer from another hospital received a device check on (B)(6) 2025, in the morning. The reason for transfer was not provided. All system parameters were found to be normal. A few arrhythmias were noted dating from (B)(6) 2025, lasting 4 seconds. The arrhythmias were recorded as atrial tachycardia/atrial fibrillation (at/af) as the mode switch rate was set to 180 bpm and peak atrial rate 197 bpm. Another at/af event from (B)(6) 2025, lasting 38 seconds was also observed. The print outs were provided to the clinician. Later that afternoon the clinician asked for the patient's device to be re-interrogated as the patient had passed away early afternoon (B)(6) 2025. A high ventricular rate event was recorded at 12:08 pm averaging 201 bpm but as the event went on, it appears that the rate accelerated. The information was provided to the clinician. There was no suspicion of malfunction by the physician on any abbott product.